Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available at the facility. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If further information is available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a pericardial effusion. The procedure was cancelled. A versacross connect access solution for faradrive was selected for use during a pulmonary vein isolation (pvi). A pericardial effusion was noted, a pericardialcentises was done. The procedure was cancelled. The patient was hospitalized. Physician indicated not checking left atrial appendage (laa) instead of the left superior pulmonary vein (lspv) more, but said he got a false sense of security with the pigtail wire. The physician thought the puncture was from user error of the device and not a device malfunction. The wire was seated in the laa and he noted a false sense of security that we could push the sheath across with some safety when using the pigtail wire in the laa versus our normal j wire, where we double check from a different view that we are in the safer position with the wire in the lspv not the laa. He ultimately said we should have had it in the vein and not in the laa and that was led to the event. Patient was fully recovered and later discharged (discharge date its unknown). No further information was provided.